Event description:
It was reported that this inflatable penile prosthesis was removed as the reservoir had migrated into the groin and the device remained rigid. A new inflatable penile prosthesis was implanted. No patient complications were reported.